Event description:
A timx screw broke two years post-operatively. According to the complaint, the pt has lower back pain and x-rays revealed that the screw was broken. An additional surgery was required to remove the broken hardware. It was reported that the pt is now in good condition.